Manufacturer narrative:
(B)(4). Final device analysis of the pt programmer reported no anomaly found. The problem found could have been caused by an unsynchronized or interrupted communication between the pump and pt therapy manager. This report is being submitted following an internal audit.

Event description:
It was reported that there was a pump memory. No pt symptoms, treatment, or outcome was reported.